Event description:
It was reported that during the procedure, while advancing a hi-torque versacore guide wire toward a lesion in the superficial femoral artery (sfa), with a non-abbott pigtail catheter advanced over the versacore guide wire without resistance, when advancing up and over the aorta, close to the right common iliac artery, the versacore guide wire was slightly pulled back to position the guide wire in the pigtail catheter, and slight resistance was felt between the two devices, but no force was applied. When further advancing the versacore guide wire toward the target lesion, the versacore tip coil was noted to be unraveled from the guide wire core. The versacore was simply withdrawn from the anatomy without resistance and a new versacore guide wire was used with the same pigtail catheter in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed; however the resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.